Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Evaluation of returned sample: lens was folded and remained inside nozzle but leading haptic was tucked too deep. Volume of used viscoelastic material appeared to be enough. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-1 aq2017v intraocular lens diopter 21.0 into the patient's eye, the iol was unable to be implanted. The reporter states that "when pushed forward the, rod," the surgeon, "found the figure of trailing haptic was unusual so stopped to use the serial." So the surgeon did not use the lens. This occurred on (B)(6) 2019. There was no patient contact with this lens.

Manufacturer narrative:
Result code 213 corrected to result code 114 in initial MDR . (B)(4).

Manufacturer narrative:
'Top flange was pushed down correctly' should have been included in evaluation of returned sample. Claim#: (B)(4).